Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that three years following an intraocular lens (iol) implant procedure, opacity of the lens was noted. The pt was reporting visual loss which the surgeon felt was related to the lens opacity. The surgeon is considering exchanging the lens. Additional information has been requested.